Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device is filed under separate medwatch report number.

Event description:
It was reported that the patient presented with a aneurysm in the distal left anterior descending (lad) artery. A 2x8x19mm rx graftmaster was advanced but had difficulty advancing to the lesion due to anatomy. The device was removed so that guide wires can be exchanged and ultimately re-dilating the lesion with a 3.0 balloon at nominal pressure helped open the vessel up more so the rx graftmaster could then advance without issue. The covered stent was deployed at 8 atmospheres and the aneurysm appeared sealed. Then a 3.0mm balloon was used to inflate the lesion area to nominal pressure. This then did release the aneurysm again. Proximal to the first stent, a 2.8x16mm rx graftmaster was deployed at 18 atmospheres to seal as there might have been some leaking between the stent and the vessel leading to recurrent aneurysm. There was no flow at the aneurysm at this point. A 3.5mm balloon was then taken and inflated to nominal pressures. The patient then became hypotensive. There was no compromise in flow in the lad or circumflex artery. Because of persistent chest pain, physician took a non-abbott catheter in and shot the right coronary artery as there were inferior st depressions. There was no evidence of any acute issues in the moderately diseased right artery. However before taking the patient off the table, the lad covered stents were checked and there was acute stent thrombosis. A 3.0mm balloon was taken to nominal pressure twice and patient was started on medication (integrilin). Timi-3 flow to timi-1 flow was restored. Hemodynamics improved, st depressions improved and patient was quickly weaned off pressors. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was deployed with a max pressure of 8 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, table 10 specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. It was reported that the patient presented with an aneurysm in the distal left anterior descending (lad) artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. It was reported that the device was removed from the anatomy so guide wires could be exchanged and ultimately re-dilating the lesion, then the same rx graftmaster was reinserted. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use IFU states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The reported patient effects of thrombosis and hypotension are listed in the graftmaster rx coronary stent graft system, IFU, as known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported difficult to advance and the subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.